Event description:
As described in the medwatch report received from the hosp: pt was under going a left l5-s1 hemilaminotomy and discectomy with neurolysis of the s1 nerve root. A small pituitary rongeur was used to enter the disc space. Several fragments of disc were removed. On attempting to remove additional disc material, the tip of the pituitary rongeur fractured. Multiple attempts were made to try to retrieve this piece of metal, however this was unsuccessful. It was decided to leave the metal fragment embedded in the disc space.